Manufacturer narrative:
The returned device was evaluated. During evaluation the device passed all visual and functional testing. The unit was found to visually and audibly alarm during alarm conditions. The unit was determined to be functioning as designed.

Event description:
It was reported that the spco readings on the device are all over the place, on the high side mostly. The unit will engage in monitoring on ac power. No patient involvement.